Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up" was confirmed during functional testing and archive data review. The root cause for the ua07 error was due to a defective load cell module 2, likely attributed to mishandling such as a drop or due to a defective component. A secondary customer complaint of the drive shaft could not be moved was confirmed during the functional testing of the platform. The stiff manual rotation of driveshaft is likely attributed to wear and tear. The driveshaft clutch area was deburred to address the reported issue. The autopulse platform is manufactured in september 2015 and is nearing its expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform failed initial functional testing due to user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message, unrelated to the reported complaint. The driveshaft was moved to the home position to clear the user advisory (ua) 45 error. After the user advisory (ua) 45 error was cleared, the autopulse platform passed the initial functional testing without any fault or error. User advisory (ua) 45 is the clearable error message. The user advisory (ua) 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message to have occurred on the customer's reported event date; thus, confirming the reported complaint. The load cell characterization test revealed that one of the load cells is defective. The load cell was replaced to address the user advisory (ua) 07 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4), reported on april 24, 2020, defective load cell was replaced to address the user advisory (ua) 07 error.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message and the drive shaft could not be moved. No patient involvement.